Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections d1, d4;model,d4;catalog, d4 lot; d4 expiration and d4;UDI. The electrodes were received at zoll medical corporation for evaluation. Visual inspection of the electrodes found evidence of skin residue/debris and human hair confirming that the electrodes were used on a patient. Evidence of burn marks were also found on the rim of the conductor plates. Excess skin debris, hair and residue can interfere with the reading of the patient-pad resistance and can lead to an increased resistance measurement which in turn will cause the device to deliver a higher current. Poor coupling of the electrode pads to the patient's skin has the possibility to lead to instances of arcing. This report has been attributed to poor coupling of the electrode pads to the patient's skin. It should be noted that the utilization of therapy electrode does not guarantee a burn will not occur and burns from defibrillation are an expected risk. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while cardioverting a patient (age & gender unknown), an arc was heard coming from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1218058-2019-00166 for a similar report from the same customer.